Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) reported event was unable to be confirmed as visual examination of the returned product identified the anchor detached from the tip and has staining. Function check was conforming and the device works as intended. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. No problem was found with the device as it was functionally conforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the clear sleeve of this complaint product didn't set on the proper position since the surgeon opened the package. The surgeon tried to slide the clear sleeve, but it couldn't be slid. Therefore, he used a backup same product for the surgery. Attempts have been made and there is no further information at this time.